Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting did not occur. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime tests. The pump was received stuck in a motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had a cracked case at the display window corner, a cracked reservoir tube lip and a cracked reservoir tube window.